Manufacturer narrative:
The age of the patient was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 6 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the subject experienced major gastrointestinal bleeding and admitted on (B)(6) 2017 into the hospital with continued melena. An egd (esophagogastroduodenoscopy) revealed hemorrhagic gastritis. The patient was on warfarin at the time of the event and started on proton pump inhibitors and sucralfate. The bleeding resolved on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Evaluation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.